Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of a 5.4 cm in diameter abdominal aortic aneurysm. Vessel morphology at the time of implant was reported as there was a short aortic neck, 10 mm in length. Currently, the aortic neck has disease progression with 60 degree aortic neck angulation and moderate vessel tortuosity. A recent CT revealed that the contoured flow divider stent of aneurx bifurcated stent graft has fractured and resulted in a type iii endoleak, fabric and there is stent graft migration with a type I endoleak. The physician elected to implant an endurant aui. The type iii endoleak, fabric was excluded, and the migration and type I endoleak were resolved. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (migration, endoleak); patient¿s condition affected effectiveness of device (anatomy related; disease progression with aortic neck angulation of 60 degree). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; disease progression with aortic neck angulation of 60 degree).